Manufacturer narrative:
H11: the device was received for evaluation with a mini cap attached. Visual inspection was performed and a separation between tubing and main body was observed. There were marks inside the tubing indicating the tubing was positioned onto the leg of female connector. The reported condition was verified. The cause of the separation was undetermined, however, the assembly between the two components is a friction fit and not a solvent bond. A strong tug could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had a separation issue; further described as "the silicone tubing disconnected from the female barb". This occurred during use of the device, when the patient reconnected to the patient line for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.